Event description:
Peg tube clogged/obstructed, unable to clear and thus reason for admission. Gi consult ordered. Pt started on d-5 normal saline. Pt also placed prophylactically on lovenox and IV nexium. Tracheostomy changed during hospitalization. Both not related to chemotherapy 2007 sae ended. Pt d/c from hospital without sequelae and recovered.